Event description:
It was reported that the vns patient previously had excessive bleeding during implant surgery and had to stay in the hospital following surgery. The patient also indicated that he was vomiting blood following implant. Follow-up was attempted with the surgeon's office however they indicated they no longer had records for the surgery. Follow-up with the hospital was not able to obtain any records. No additional information was able to be obtained.

Manufacturer narrative:
.

Event description:
Additional follow up was performed with the patient's former psychiatrist; however, the psychiatrist stated that he had not seen the patient since (B)(6) 2011 when the patient had last come in for a follow up appointment. The psychiatrist stated that he would not be able to provide any information, because he had not treated the patient since that last office visit. No additional information was provided.